Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax. There were 2 nodules (1 - left upper lobule; 2 - left lower lobule;1 - 30x15 mm, 2 - 10 mm) biopsied and the first one had a cavitation that was specifically marked to avoid sampling that area. The distance of the lesions to the pleura was 1- 0 mm; 2 - 0-5 mm. Both nodules were located very close to the pleura, and the biopsies were performed using a cryoprobe. Despite taking precautions regarding distances, complications were encountered. Per the site, the pneumothorax likely occurred during the biopsy of the second nodule - the smallest one, which was situated very close to the fissure. A fluoroscopy imagine was taken right after the samples were taken for both nodules were retrieved and no pneumothorax was observed at that time. A pneumothorax was later detected during the follow-up chest x-ray. The pneumothorax was 11 mm in apex but with partial detachment of the lung and after 2 hours, the size was 13 mm, with the entire lung detached and a greater magnitude at base. The physician believed it was possible that high positive end-expiratory pressure (peep) increased the persistence of pneumothorax after first biopsies (5 in total for second nodule). The patient was provided oxygen therapy and a chest tube was placed (removed after approximately 48 hours) and required hospitalization for 72 hours then discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
The video was received and reviewed by a clinical development engineer. There were two targets in the left lung. The video shows the user registering then navigating, localizing with radial endobronchial ultrasound (ebus), and biopsying at each of the two targets. There was nothing noted out of the ordinary, and the origin of the pneumothorax cannot be identified.

Event description:
Refer to h11 for follow-up information.